Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. Manual compression was applied for an unspecified duration to achieve hemostasis. There was no reported patient injury. The devices are not available for return.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynx vascular closure device (vcd) failed to deploy. There was no reported patient injury. Additional information was requested but unavailable at this time. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1705602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿failure to deploy¿ was not confirmed since the device was not returned and a physical investigation could not be performed. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.